Event description:
An endurant ii stent graft system was implanted proximally to another manufacturer¿s stent graft which was implanted in a patient for the endovascular treatment of a 6 cm in diameter ruptured abdominal aortic aneurysm. Vessel morphology was reported as there was severe aortic neck angulation. The physician implanted another manufacturer¿s stent graft, however it was inaccurately implanted, it migrated significantly. The physician elected to implant an endurant 32x32x70 in the aortic neck because the other manufacturer¿s stent graft could not be placed accurately. The aortic neck angle was very severe and there was a persistent type I endoleak was present. The patient was brought back the following day or two later and a laparotomy was performed. The endoleak was resolved by tying a loop/suture around the aortic neck to eliminate the type I endoleak. No clinical sequelae were reported and patient is fine. Films were reviewed. Still angiogram image review confirmed that the other manufacturer¿s stent graft was deployed in the highly angulated neck and subsequently fell into the sac. The films show that the endurant device was tracked up through the other manufacturer¿s stent graft and positioned in the angulated neck. There were no post implant images provided and the type I endoleak cannot be assessed. The cause of the proximal type I endoleak is uncertain; however, it was likely caused by placement within the highly angulated neck.

Manufacturer narrative:
(B)(4). Conclusion: treatment of a ruptured abdominal aortic aneurysm with severe aortic neck angulation.